Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that there was occlusion infusion set at the site. The occlusions occurring about 1.5 days for the past 3-4 months. The patient changed supplies as necessary and resumed insulin therapy. No further information available.